Event description:
Complainant alleged that when the medics shocked a pt who was in cardiac arrest, the electrods arched. The complainant indicated that the pt's hairy chest was not clipped prior to the defibrillation. The complainant indicated that there was no adverse effet on the pt as a result of the reported malfunction. The electrodes used in the event are not available for eval.